Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending (plad) artery. Pre-dilatation was performed with a 2.75 x 15 mm nc traveler without issue. A 2.75 x 28 mm xience xpedition was implanted in the lesion. The nc traveler was advanced to the lesion for post-dilatation; however, the balloon ruptured at 10 to 15 atmospheres. No resistance was noted during removal of the protective sheath, advancement to the lesion or removal from the anatomy. A non-abbott balloon catheter was used and the procedure was completed without issue. There was no reported clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.